Manufacturer narrative:
Corrected data: in addition to what was initial reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 for an elevated blood glucose (bg) level of 400 (mg/dl) and diabetic ketoacidosis. Customer stated they delivered a bolus and went for a walk prior to being hospitalized however their bg level did not lower. While in the hospital the customer received insulin and fluids intravenously. The customer was released from the hospital on (B)(6) 2016. System check with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. There were no alerts or alarms reported prior to the hospitalization.